Manufacturer narrative:
Age at time of event: greater than 65 years. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a runoff treatment procedure, a balloon rupture occurred. Vascular access was obtained via the groin. The target lesion was located in a severely tortuous and severely calcified hypogastric artery. The mustang 6x40mm, 75cm balloon catheter ruptured on the initial inflation at 14 atms. The balloon was removed intact. The procedure was not completed due to this event. No patient complications were reported and the patient's status is okay.